Event description:
The patient was implanted in 1998. In 2001, the patient was converted to a standard open repair due to a growing aneurysm. The patient was disenrolled from the clinical study after 1 year follow up.